Manufacturer narrative:
The company rep examined the system and replaced the receiver mechanism assembly and air/fluid controller pcb (printed circuit board). The system was then tested and met product specs. The replaced receiver mechanism assembly and air/fluid controller pcb were returned for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. (B)(4).

Event description:
A biomedical engineer reported that during surgery, a system message was displayed and there was no vacuum in any mode. There was a significant delay during surgery, but there was no pt harm reported.